Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had several non-sustained episodes but when the physician attempted to print out the logbook, there were only two episodes with associated electrogram's (egm). Thy physician inquired about the end of event timer. Technical services (ts) discussed the finite amount of episode storage this device has. Ts also discussed the end of event timer. Subsequently, the patient had a fifty minute long episode with therapy exhausted. It was noted that the ventricular fibrillation (vf) zone exhausted all therapies. It was also noted that all therapies appeared to be appropriate; however, this could not be confirmed. The field representative indicated that the patient is doing okay.